Event description:
(B)(4). The last yr has been h"*#, I've been through so much pain in my lower pelvic area I'm constantly on pain medication, I have itchy scalp, boils on my valva area, heart flutters, back pain, severe fatigue, nausea, headaches, mouth sores, constant itchy skin, cloudy memory, nipple pain, sharp stabbing pains in my pelvic. Irritability, unable to sleep at nights, unstable bowel movements. I either poo 4x a day or not at all for a week. Nose bleeds. Heavy and painful mensurations.